Event description:
During a lung lobectomy procedure, the stapler cut but failed to apply the staples on the pulmonary vein. The pt experienced a certain amount of bleeding due to the malfunction of the stapler, but there was no transfusion requirement. The procedure was finished without any further difficulties and the pt is now in good health.